Manufacturer narrative:
D2b: pro code: dqy, lit. G4: premarket / 510(k): k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres for 20 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. No patient injuries reported, and the patient condition was good post-procedure.